Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. During explantation surgery, free silicone was found in the left pocket. A small hole was found on the edge of the removed left breast prosthesis. This medwatch report is for the left breast prosthesis.